Manufacturer narrative:
Batch review performed on 19 february 2018: (B)(4).

Event description:
On 24 january 2018 the sales representative has been informed by the surgeon that a revision surgery was performed. At this time we do not know if the reason of the revision surgery is bone fracture or stem loosening.

Manufacturer narrative:
Clinical evaluation performed by medical affairs director: few days after primary hybrid tha on an elderly lady, femoral stem revision is required. The reason is not specified in the report. The radiographic images show a varus-positioned stem that probably left no cement on the medial proximal surface, a low resection level and a very distal femoral plug. The distal cement is thoroughly detached from the bone, reasons unknown, possibly because of insufficient cleaning or pressurization. There a re no indications that a defective device led to this adverse event.